Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the universal surgical manipulator (usm) 4 with fe instruments on both left and right sides of the patient side cart (psc). Swapping of the master tool manipulator (mtm) access according to the usm 4 position happened properly and also jaw movements were good. Intuitive motion was able to work without errors. The system tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called the technical support engineer (tse) and stated that universal surgical manipulator (usm) 4 was not responding when swapped from the usm 2. The site tried replacing a couple of instruments along with the drapes and verified set-up joint (suj) 4 latch. The tse verified the status of the swapping function in artemis. No error was found related to the complaint. The tse suggested that the customer change the cannula and restart. The customer was not ready to do it due to the surgery being in progress. The customer was using the instrument release key (irk) to open the jaws. The tse suggested that the customer return the instruments for failure analysis. The clinical sales representative (csr) updated that they have a procedure the next day. The customer requested that they fix the issue at the earliest. The tse informed the csr that the customer was not following the instrument release kit (irk) procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was unknown whether the system was inspected prior to use. Arm 4 was abandoned or disabled during the procedure and the procedure was completed robotically with only 3 arms. There was no injury to the patient. Patient demographic information was not available.